Manufacturer narrative:
Technician found note on bed stating "no head up". Isolated the problem to voltage at head up coil 15vdc. No gci fault codes. Replaced the head up valve cartridge to resolve the issue. Bed in 5th floor storage.

Event description:
Note found on bed states "no head up". No injury reported.